Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that there was issue with the x-ray pc as the hdd led is not showing up on the pc. The philips engineer replaced x-ray pc and reloaded the complete system software. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not booting up. System was not in clinical use at the time of the reported event. No harm to user or patient was reported. A philips field service engineer (fse) was able to reproduce the issue reported. Fse proceeded to replace the x-ray pc and to reload the complete system software in order to return the system to use in good working order.